Event description:
It was reported that there was post-procedure bleeding that needed intervention. An ice rod 1.5plus 90 degree cryoablation needle was selected for treatment in the kidney, for renal cancer. The cryotherapy procedure was performed under x-ray computed tomography (CT) guide, for small-diameter renal cancer. After the procedure, the patient was transferred to the ward for post-operative care and had complaints of abnormality. In response, a contrast-enhanced CT scan was performed, and arterial bleeding was observed. Arterial embolization was performed, and bleeding was controlled.